Event description:
During a paroxysmal atrial fibrillation, a farawave and faradrive were selected for use. During procedure, after initial introduction and pulses to atrium it was noted that the device would not advance past the handle. It was removed catheter from body and tried removal and reinsertion of the wire, but issue persisted. Also was noted that the sheath had a leaky flush port. Both devices were replaced, and the procedure was completed without patient complications. The devices are not expected to be returned as them were disposed. This complaint was created for the catheter.